Manufacturer narrative:
Additional information: a6, b5, b7, h2, h6, and h11. B5: upon follow-up, the patient vancomycin hydrochloride (intravenous, for 2 days, at a dose of 0.5 g qid (four times a day). It was reported that the same day as the event onset the patient began treatment with fluconazole and sodium chloride (at a dose of 0.2 g, intravenous, once a day, discontinued after 5 days), amikacin sulfate (at a dose of 0.04 g, intraperitoneal, four times a day, discontinued after 3 days), berberine hydrochloride (at a dose of 0.3 g, oral, thrice a day, discontinued after 5 days) cefazolin sodium (at a dose of 0.25 g, intraperitoneal, twice a day, discontinued after 3 days) for fungal peritonitis. Three days after the event onset, the patient began treatment with meropenem (at a dose of 0.5 g, intravenous, twice a day, discontinued after 2 days) and vancomycin hydrochloride (at a dose of 0.5 g, intravenous, four times a day, =discontinued after 2 days) for fungal peritonitis. Six days after the event onset, the patient began treatment with parecoxib sodium (at a dose of 40mg, intravenous, once a day, discontinued after 3 days) and meropenem (at a dose of 1 g, intravenous, thrice a day, discontinued after 7 days) for fungal peritonitis. Ten days after the event onset, the patient began treatment with meropenem and enoxaparin sodium (at a dose of 4000 iu, subcutaneous, once a day, discontinued after 4 days) for fungal peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by abdominal pain, cloudy peritoneal fluid, and diarrhea. The cause of the event was not reported. The patient was hospitalized and treated with amikacin, cefazolin ,meropenemand vancomycin injection for fungal peritonitis. It was reported that the peritoneal dialysis tube was removed and the patient was switched to hemodialysis. The patient recovered from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that there was unspecified "technique failure" and that this was associated with "fungal or tuberculous peritonitis." Due to the lack of clarity and conflicting information that was reported, the cause of the peritonitis episode remains unknown. Should additional relevant information become available, a supplemental report will be submitted.